Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flows and their lactate dehydrogenase (ldh) was within normal limits (wnl). The patient was admitted for right heart catheterization (rhc) and some right heart failure (rhf) was reported. Computed tomography angiography (cta) also showed some concern for external outflow graft obstruction (eogo). The log files contained low flow estimates as well as sustained low flow hazard events when the calculated pi was elevated. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the data visible to us in the log file the mechanical circulatory system (mcs) equipment operated as intended electronically and mechanically. The information was reviewed with the surgeon, and the plan was to continue to monitor.